Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header revealed the rv seal plug and setscrew were missing and the rv seal plug appeared to have been torn away. Damage was noted to the medical adhesive near the rv seal plug cavity. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the induced damage to the seal plug, however did not identify any device characteristics that would have caused or contributed to the reported noise oversensing.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. X-ray imaging revealed the lead had fractured due to clavicular crush. A lead revision procedure was scheduled. During the revision procedure, a hemostat was clamped over the device set screw seal plug, which resulted in damage to the seal plug. Subsequently the device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.